Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure, image fault. Sometimes showing lines on screen, was confirmed, while no image at all was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, a noise image occurred, which led to poor quality image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was showing lines on screen other time no image at all. The issue was found during inspection for use. There were no reports of patient harm.